Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient with lumbar canal stenosis underwent anterior and posterior interbody fusion surgery, in which, cage, screws and rods were implanted at l4-5. Post-op, the patient underwent revision surgery due to migration of the cage inside the patient. In this surgery, the cage, screws and rods were explanted. The migrated cage was replaced with a new cage in this surgery. It was also reported that there was a possibility of infection in the patient due to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.